Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the supply line had disconnected from the setup. This occurred while the patient was connected for peritoneal dialysis therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.